Event description:
Related manufacturer reference number:2017865-2024-02153. Related manufacturer reference number:2017865-2024-02154. It was reported that the patient presented in the clinic for a follow-up and it was found that the left ventricle lead had a high capture threshold. Programming changes were made to resolve the capture issue. The physician also observed vegetation on the atrial lead, which was visualized with transesophageal echocardiography. The patient was monitored and there were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.